Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the first diagonal branch. Following pre-dilation with a 15x2.0 emerge balloon catheter 5 times at a maximum inflation of 16 atmospheres for 55 seconds, a 2.25 x 32 synergy(tm) drug-eluting stent was advanced but failed to cross the lesion. The stent was removed and it was then noted that the stent struts were damaged. Another balloon insufflation was performed and a 2.25 x 24 synergy drug-eluting stent was delivered and the procedure was completed. No patient complications were reported.